Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp placement, the pump was retracted back into the descending aorta, and the other impella pump was implanted through the other femoral access for support. The first impella was pulled out from the ventricle with an additional loop catheter. The pump had been positioned incorrectly and too deeply in the left ventricle for unknown reasons and could not be easily repositioned. During the removal of the first impella pump, according to the implanter, the papillary muscle was torn.

Manufacturer narrative:
The investigation for the heart valve damage and the positioning issue has been completed. An impella cp was returned for evaluation. Upon visual inspection, a kink in the cannula was noted. No data logs were returned for evaluation. Clinical details noted that pump was placed too deep in ventricle and was unable to be easily repositioned. Upon removing the pump from the ventricle, the papillary muscle was torn. It is unclear if this tear was due to the impella. The root cause of the heart valve damage was most likely due to improper positioning of the pump too deep in the ventricle. The root cause of the positioning issues was most likely due to use with the pump being placed too deep in the ventricle. The instructions for use referenced in the initial report is for the impella cp with smart assist in the following sections: section: potential adverse events (united states), section: warnings & cautions: warnings, section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves g1-corrected MFR site name and address.